Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) from (B)(6) called to report irritation, discomfort and redness immediately on insertion of the acuvue oasys brand contact lenses. The pt reported he/she was diagnosed with a corneal ulcer in the right eye in (B)(6) 2017. The pt reported that one right eye contact lens tore while the pt was wearing the lens and the pt went to the emergency hospital to have the lens removed from the eye. The pt reported he/she visited the eye care provider (ecp) who suspended contact lens wear. The pt was prescribed a cream for the eye (name was unknown) for five to seven days and an eye patch. The pt reported he/she did not notice anything unusual about the suspect lens and had been a long-time user of the acuvue oasys brand contact lenses. The pt disinfected the lenses with ultrasept solution and reported a replacement schedule of 30-45 days. The ecp contact information was unknown and not provided. The pt reported he/she is currently wearing glasses and has not returned to contact lens wear. The pt reported the right eye is okay now. No additional information was provided, no additional information is expected. The suspect lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l3bn was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.